Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at reservoir tube and reservoir tube window. The insulin pump was received with broken battery tube threads. The insulin pump was received with minor scratched lcd window. The low reservoir alarm feature working properly. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated buttons were unresponsive on the insulin pump. Customer also reported a button error alarm occurring. It was also reported the customer had a crack on the side of the insulin pump's screen. Customer's blood glucose was unknown. The customer reported the insulin pump was exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.